Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads with the same lot number. It was reported due to ineffective stimulation, the pt's scs system was reprogrammed. A sjm rep was able to capture some stimulation on the pt's right side and eliminate the rib stimulation on the left side. It was also reported the pt was still not receiving his desired back stimulation coverage. It was also noted one of the pt's incision sites was seeping, however, there was no sign of infection. Add'l follow-up info identified the pt was seen by his physician on (B)(6) 2013. The physician redressed the pt's incision. A sjm rep also reprogrammed the pt.